Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient underwent left tkr on (B)(6) 2018, revised on (B)(6) 2019 due to laxity. Poly liner revised from 10mm thickness to 14mm. (B)(4).